Manufacturer narrative:
Concomitant medical products: product ID 5568-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached elective replacement indicator (eri) early due to high left ventricular (lv) lead threshold and output. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.